Event description:
It was reported that bd q-syte luer access split septum leaked. The following information was provided by the initial reporter: "this is a report about leakage from the septum of q-syte."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/27/2021. H.6. Investigation: our quality engineer inspected the device submitted for evaluation. Bd received one qsyte closed luer access device. Microscopic analysis of the qsyte identified a small tear in the septum wall. The reported issue has been confirmed. Tears in the septum can occur as a result of a misalignment in the manufacturing machinery. Regular inspections of both the alignment of the machinery, and manual quality inspections of the septum are in place to control this kind of non-conformance. Tears can also occur as a result of use. This is the only known occurrence of this issue being reported for this manufacturing lot, and a device history record review showed no non-conformances associated with this issue during the production of this batch. Because the device was removed from packaging it not possible for our quality engineers to determine the root cause for this event.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd q-syte luer access split septum leaked. The following information was provided by the initial reporter: "this is a report about leakage from the septum of q-syte."